Event description:
The contact spoke with tech services. We do not have contact details, or details on the units. The contact only provided (B)(4) as a serial number. The contact stated the unit is alarming. Tech advised to representative to replace the on/off switch. No additional details are available.